Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that information provided indicated that an egd was performed with normal findings. A colonoscopy was subsequently performed on which showed a cecal mass with malignant features as well as severe diverticulosis.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 11 months . The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient presented to the hospital after tripping over a rope and falling two weeks prior. The patient reported bruising and dark/black stools since the event. The patient¿s hemoglobin (hgb) on (B)(6) 2017 was 9.2 g/dl and upon admission their hgb was 6.6 g/dl. The patient was reported to be status post 2 units of packed red blood cells (prbc) within a 24 hour period which was received from an outside facility. Current hgb is 7.7 g/dl. At the time of the event, the patient¿s anticoagulation therapy included aspirin and warfarin. No additional information was provided.